Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced a skin reaction to adhesive after 2 days of use. Distributor further relayed patient claimed that by the end of their product usage period, skin had a rash-like appearance, with raised bumps around sensor patch adhesion site. Distributor relayed patient plans to obtain an allergy patch test from a dermatologist. Distributor did not report any injury or medical intervention required by the patient at the time of contact with dexcom technical support. Dexcom technical support advised distributor to convey to the patient the potential of utilizing a skin barrier as a discussion point when patient visits dermatologist.